Manufacturer narrative:
Failure analysis confirmed that the insulin pump passed displacement test, rewind, basic occlusion, and self-test. However corroded motor assembly noted during visual inspection. No moisture damage on electronic assembly noted. The insulin pump was missing end cap sticker noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage. The customer's blood glucose reading was 600 mg/dl at the time of the event. The customer stated the insulin reservoir leaked inside the insulin pump. He stated there is fluid under the lcd screen. The customer blood glucose level at the time of the call was 84 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.